Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 26 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3433332) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 20.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.0 degrees. On (B)(6) 2016 (day of procedure), the post-procedure x-ray revealed: site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 19.9 degrees and 17.5 degrees in the oblique view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-jug-celect-pt. (B)(4). Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging review confirns insignificant tilt of 11deg in reference to the longitudinal axis of the ivc. However, the imaging review also confirms the tilt in reference to the vertebral bodies on the follow-up x-ray. According to the imaging review, this is an over estimation of the true tilt relative to the central line of the lumen of the ivc as the ivc does not mirror the course of the posterior spinous processes. Tilt should be measured in reference to the longitudinal axis of the ivc. However in this complaint no cross sectional imaging or venogram were performed and tilt could only be measured in reference to the vertebral bodies. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 26 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein as the access site, a celect® filter (lot # e3433332) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was < 6 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 20.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 7.0 degrees. On (B)(6) 2016 (day of procedure), the post-procedure x-ray revealed: site: filter tilt was < 6 degrees. Analysis: the angle of filter tilt in the ap view was 19.9 degrees and 17.5 degrees in the oblique view. Patient outcome: the patient remains in the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Investigation is in progress.

Event description:
Additional information 01dec2017 (transferred from (B)(4)): the post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was less than 6 degrees. Core lab review revealed no evidence of filter fracture, deformation, or embolization. Filter migration was not assessed. The angle of filter tilt in the ap view was 19.9 degrees and 17.5 degrees in the oblique view. On (B)(6) 2016 (one day post-procedure), the patient was discharged from the hospital. On (B)(6) 2016 (105 days post-procedure), the three-month follow-up clinical assessment was completed and no filter retrieval was scheduled due to ongoing risk for pulmonary embolism. No device related adverse events were reported. On (B)(6) 2016 (179 days post-procedure), the six-month follow-up telephone call was completed, and no device related adverse events were reported. On (B)(6) 2017 (361 days post-procedure), the twelve-month follow-up clinical assessment was performed. The filter was not scheduled to be retrieved due to ongoing risk for pulmonary embolism. No device related adverse events were reported. On (B)(6) 2017 (369 days post-procedure), the twelve-month ultrasound was performed. The ultrasound revealed no evidence of thrombus in the pelvic veins or the lower extremities. Thrombus in the ivc was not assessed. (B)(6) analysis revealed no thrombus in the lower extremities. Thrombus in the ivc and the pelvic veins was not assessed. On (B)(6) 2017 (431 days post-procedure), the twelve-month CT was performed. The CT of the abdomen and pelvis with contrast revealed no evidence of filter embolization. The site noted no filter leg interaction with the ivc wall. (B)(6) analysis of CT revealed no evidence of filter embolization. Filter tilt in the sagittal plane was 1 degree and in the coronal plane was 13 degrees. Filter leg interaction with the ivc wall is as follows: zero grade 0, eight grade 1, two grade 2, and one grade 3 (affected the duodenum). One strut was not seen. The twelve-month x-ray was not performed. On (B)(6) 2017 (491 days post-procedure), the eighteen-month follow-up telephone call was completed, and no device related adverse events were reported.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: complaint reopened due to receipt of twelve months fu imaging. Investigation is based on event description and image review. Venogram from the time of ivc filter placement demonstrated an anatomic variant along the right aspect of the ivc with inflow observed from 2 structures. The more cranial inflow likely represented the main renal vein; however, there is an additional inflow artifact approximately 20 mm more caudal that may have represented an accessory renal vein versus a prominent lumbar vein. This is confirmed to be an accessory renal vein on follow up CT scan of the abdomen. The celect-pt filter was deployed below all of the areas of inflow in the ivc, in an infrarenal location. Venogram following deployment demonstrated insignificant tilt. Although insignificant, the hook of the filter was significantly displaced from midline and on this projection was approximately 2 mm from the right lateral wall of the ivc, which may make future retrieval difficult. The follow-up x-rays demonstrated a rightward tilt of approximately 22° relative to the posterior spinous processes on the ap view. This is an over estimation of the true tilt relative to the central line of the lumen of the ivc as the ivc does not mirror the course of the posterior spinous processes. Furthermore, on the oblique images, there is posterior tilt ranging between 13° and 20°, depending on which vertebral body is used for the calculation. Unfortunately, no cross-sectional imaging was performed of the abdomen, nor was a venogram performed in the oblique projection to confirm the course of the ivc relative to the vertebral bodies. This posterior tilt is just an estimation and may very well be inaccurate depending on the patient¿s anatomy. Follow-up CT scan, following a 431 day dwell time, demonstrated persistent rightward tilt, this time measuring significant, at 16° relative to the central line of the ivc, which was increased when compared to the prior venogram. In addition, there was interval development of multiple grade 2 and grade 3 interactions with the wall of the ivc, presumably asymptomatic, as there is no discussion in the complaint report regarding any symptoms that could be attributed to the penetration. The grade 3 interactions involve both the duodenum and the l4 vertebral body, neither which demonstrated any reactive changes. The other 2 remaining primary filter legs demonstrated grade 2 interactions extending into the retroperitoneal fat without evidence of pericaval inflammatory changes. Only 7 of the 8 primary filter legs were clearly seen but this may be artifactual as a secondary leg may be closely associated with a primary filter leg obscuring its presence. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.